Event description:
Reportable based on analysis completed on (B)(4) 2015. It was reported that shaft break occurred in a segment that cannot enter the patient's body. A 3.00x20mm promus premier¿ stent was selected to treat the lesion. During unpacking outside patient's body, it was noted that the inflation hub of the device was caught which resulted to catheter kinked. The physician then straightened the stent delivery system and the shaft broke 3-4 inches from the hub. The procedure was completed with another 3.00x20mm promus premier¿ stent. No patient complications were reported and the patient's status was fine. However, returned device analysis revealed that the hypotube broke at a point that could potentially enter the patient.

Manufacturer narrative:
(B)(4). Event date: (B)(6) 2015. Device is combination product. (B)(4). Device evaluated by MFR: the stent delivery system was returned for analysis. A visual and tactile examination found multiple kinking on the hypotube shaft. The hypotube was broken at 1028 mm proximal to the midshaft/hypotube bond. This type of damage is consistent with excessive force being applied to the delivery system during device removal from the protective tubing. The hub of the device was not returned for analysis. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the stent found no issues with its profile. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).